Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted.the complaint device was not returned, therefore the cause of the event could not be determined.(B)(4)

Event description:
Medtronic (covidien) received information that during a cerebral arteriovenous malformation embolization procedure, the physician noticed that the onyx liquid seemed to be leaking from the marathon microcatheter radiopaque marker. It was reported that the patient&#39;s vessel was moderately turtous. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation. As received, the catheter was found to be cut into two segments. It was reported that the catheter was cut by the physician. The catheter was examined and onyx was found within the catheter hub, at the distal end of the proximal segment and at the proximal end of the distal segment. No damages were found with the radiopaque marker. Based on the above findings, the customers report could not be confirmed.